Event description:
Experienced frequent headaches that would develop into 3 day migraines. Felt nauseous, queasy like motion sickness. Went to my family doctor who thought it was acid reflux. Covid precautions prohibited pursuing colonoscopy or endoscopy. Dealt with these symptoms unsuccessfully for a year. Dreamstation recall which I had used for over 5 years explained those symptoms. I was due for a new machine and I got one and the nausea decreased. Three day migraine still happening. I just want to put someone on notice that this happened to me. Colonoscopy and endoscopy one year later were negative. FDA safety report ID# (B)(4).